Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed and the healthcare professional (hcp) at the patient's clinic was able to verify the patient was seen and reprogramming of the rv lead sensitivity was completed. The lead remains in use. No patient complications have been reported as a result of this event.